Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, overweight, crease flat and was observed after autoclave cycle: cloudy color and bubbles. A microscopic analysis was performed which identify: overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: seroma-late and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Additionally, the patient reported that she developed a "late seroma". The device was explanted.